Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient underwent removal and replacement with another mentor saline, smooth round moderate profile, 325cc. Suspect device received on (B)(6) 2019. Device evaluation completed on (B)(6) 2019: during evaluation of the sample it was noticed an area of shell abrasion within a crease in the posterior aspect. Leak testing was performed and it revealed one tear on the posterior aspect within the crease measuring approximately 0.1 cm and a leakage from the valve. No other anomalies were discovered. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. Spontaneous deflation on the right side. Confirmed by physical exam. As a result patient had the device removed on (B)(6) 2019.